Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on a patient, but there wasn't any patient harm reported.

Manufacturer narrative:
Contact office information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Attempts were made to obtain further information regarding the patient and device repair. To date no further details have been provided.